Event description:
Medtronic received info through an article from the lancet, (B)(6) 2011, that a pt implanted with this bioprosthetic valve for 4 months, developed rapid vegetation thought to be due to porcine allergy. The pt was admitted with afebrile blood-culture-negative endocarditis (bcne). Tee identified vegetation and serological tests were negative. (B)(6) therapy was started. The vegetation increased in size and caused valvular obstruction necessitating replacement with another medtronic bioprosthetic valve. The pt experienced two further relapses of afebrile bcne necessitating mitral valve replacements each of 2 months implant duration, 6 months later, the pt had another relapse and died. It was reported that each valve showed inflammatory infiltrates and vegetation, which led to the diagnoses of endocarditis. Post-operative blood samples and valve testing were negative. After excluding infection, non-infectious causes were investigated. Eosinophil infiltrates were discovered and numbers were greater on each subsequent valve implanted; therefore, the cause of the endocarditis was suspected to be due to allergy to pork.

Manufacturer narrative:
(B)(4). Eval method: device history was not reviewed as no serial number was obtained. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.